Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed painful left total hip arthroplasty with metal on metal articulation and increased serum metal ions. Operatives notes indicated small amount of black corrosion on the trunnion, noted some small scoring on the anterior neck of femoral component and this corresponded to some impingement on the anterior cup. Doi: (B)(6) 2008, dor: (B)(6) 2015, left hip.